Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted. The lot met all release criteria. Visual/microscopic inspection: the device was not returned; therefore, a visual/microscopic inspection could not be performed. Functional/performance evaluation: the device was not returned; therefore, a functional/performance evaluation could not be performed. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the investigation is inconclusive, as the samples were not returned for evaluation. Per the reported event details, the device was dry fired prior to use. The instructions for use (IFU) states, precautions: "never test the product by firing into the air. Damage may occur to the needle/cannula tip." Therefore, it is possible that procedural factors contributed to the reported event. Labeling review: the current maxcore disposable core biopsy instruments IFU provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an ultrasound guided breast biopsy through scattered density tissue, the first slide allegedly would release after the first sample pass. It was further reported that the first slide would allegedly lock into place but would release after the health care provider attempted to prime the second slide. Reportedly, a coaxial was used and the procedure was completed with another device. There was no reported patient injury.